Event description:
Per provider dealer does not have a serial number. Stated the unit has low o2 and shuts down when running on the car adapter. Dealer stated there were no injuries associated with the incident. The unit was purchased second hand.